Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke after placement was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in catheter broke after placement it was reported by customer that while removing a 20g IV catheter from left lower forearm due to infiltration shortly after insertion, the catheter tip was noted to be not intact and a 10mm piece of the catheter was located via ultrasound in the subcutaneous space and surgery was required to remove from under the skin. Tough/thick skin noted of forearm. Rcc received a complaint via email. While removing a 20g IV catheter from left lower forearm due to infiltration shortly after insertion, the catheter tip was noted to be not intact. A 10mm piece of the catheter was located via ultrasound in the subcutaneous space and surgery was required to remove from under the skin. Tough/thick skin noted of forearm. Item: 383593, lot: 00382903835935.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.